Event description:
Overdelivery reported. The pump was set to infuse d5.45ns at 100ml/hr. A nurse reported that a new 1000ml container was hung at approximately 11pm. Approximately 4.5 hrs later, at 3:30am, the display indicated a total volume delivered of 722ml and the container was empty. The pt did not experience any adverse effects. No add'l info was available.

Manufacturer narrative:
The pump passed performance verification within product specification, including delivery accuracy. The frequency of death or serious injury reports for code 102 (overdelivery) for life care 5000 products is approximately 0.77/million sets.